Event description:
A report was received that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.